Manufacturer narrative:
6935m55, lead, implanted: (B)(6) 2018. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the entire cardiac resynchronization therapy defibrillator (crt-d) system was explanted due to growth on the leads. The system was not replaced. No further patient complications have been reported as a result of this event.